Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after nurse placed the bd intima-ii¿ closed IV catheter system, blood leaked from prn. Nurse doubted prn loose before use. No injury or medical intervention.

Event description:
It was reported that after nurse placed the bd intima-ii¿ closed IV catheter system, blood leaked from prn.nurse doubted prn loose before use. No injury or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: device returned to manufacture: yes.

Manufacturer narrative:
A photo was submitted for the purpose of our investigation, the investigators were able to observe the reported failure mode in the sample provided. The batch record also was reviewed, no related abnormalities were found. Unfortunately the root cause could not be finalized for this complaint. Although the possibility exists for the loosened component to be cause by transportation and storage this information cannot be verified. To account for this possibility the instructions for use instruct user to tighten the prn prior to use. Bd will continue to track and trend for this issue.

Event description:
It was reported that after nurse placed the bd intima-ii¿ closed IV catheter system, blood leaked from prn.nurse doubted prn loose before use. No injury or medical intervention.